Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (LV) lead was damaged during lead position due to torturous patient's anatomy. The LV lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.